Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: experience of treating congenital complete atrioventricular block with epicardial pacemaker in infants and young children: a retrospective study. Bmc cardiovascular disorders. 2023. 23:575. Doi: 10.1186/s12872-023-03620-1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding treating congenital complete atrioventricular block with epicardial implantable pulse generator (ipg) in infants and young children. The authors described one patient death. The patient was admitted at the age of one year and five months due to severe pneumonia and heart failure. Echocardiography showed that the ductus arteriosus was not closed. Subsequently, a permanent ipg was implanted, and ductus arteriosus ligation was performed. After the surgery, due to severe pulmonary infection, poor lung function, and pulmonary consolidation, as well as acinetobacter baumannii which was detected in blood culture, the infection did not resolve and led to severe sepsis, septic shock, and multiple organ failure, eventually resulting in death. The status of the device is unknown. No additional adverse patient effects were reported.